Event description:
The customer was using our sc700 physiological bedside patient monitor that was networked to our multiview workstation (central station monitor). Customer reported that no alarm was generated for a momentary asystole event, but later found that an asystole event was recorded in the full disclosure feature of the central station monitor.